Manufacturer narrative:
(B)(4). The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted and replaced due to fracture, high impedance (out of range) measurements and noise. Reportedly, this fracture was confirmed using a chest x-ray and patient experienced dyspnea. This lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was surgically explanted and replaced due to fracture, high impedance out-of-range measurements, noise and oversensing. Reportedly, this fracture was confirmed using a chest x-ray and patient experienced dyspnea. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: h6 (device codes): code "oversensing - a70909" was missed from the initial report. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing that prevented helix mechanism testing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 250-260mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib crush. Analysis concluded that the clinical observations of noise, oversensing, and high impedance were likely caused by the confirmed fracture.